Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 163 mg/dl at the time of the report. The customer's doctor feels that the insulin pump was programmed incorrectly. The customer was assisted with correcting the programing nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.